Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged difficulty of breathing or short of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6 was incorrectly reported in previous report, which is now updated with correct code in this follow-up report. The manufacturer previously marked h10 incorrectly. In this report h10 has been updated/corrected.